Manufacturer narrative:
Fields updated: patient information - date of birth, age at time of event; adverse event or product problem - adverse event/product problem, outcomes attrib to adv event, describe event or problem; suspect medical device - model number, catalog number, expiration date, unique identifier (UDI), explant date, concomitant product/therapy; device manufacturers only - type of reportable event, if follow-up, what type?, impact codes, device codes

Event description:
It was reported that the patient was dissatisfied as during an artificial urinary sphincter (aus) activation the device did not work. A month later, the patient went to a follow up appointment with a flat pump. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. Although the cause for the pump being flat was suspected to be the balloon, during the procedure fluid loss was identified on the pump. The leak was suspected to be due to connection issues in the connector to the pump. There were no patient complications related to the case.

Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient was dissatisfied as during an artificial urinary sphincter (aus) activation the device did not work. The patient indicated another surgery was scheduled for (B)(6) 2021 to attempt to fix the mechanical issues. No information was provided about the patient's outcome.